Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation (replacement on the left and augmentation on the right) in 2016, breast reconstruction in 2015, breast neoplasm female in 2013, radical mastectomy in 2013, radiotherapy in 2013, chemotherapy in 2013, gravida ii and parity 2 (vaginal deliveries). Previously administered products included for an unreported indication: tamoxifen hormone therapy in 2013. Concurrent conditions included ovarian cyst (excised during hysterosalpingectomy). On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("polymyomatous uterus / voluminous myomatous uterus with mild adherence with an anterior myoma") and experienced pollakiuria ("urinary functional signs (pollakiuria)"), pelvic floor dysfunction ("pelvic floor disorder"), cystocele ("stage ii cystocele"), rectocele ("stage ii rectocele without hysteroptosis"), gastrointestinal disorder ("gastrointestinal complaints"), endometrial hyperplasia ("the endometrium includes several foci of atypical hyperplasia"), cervical cyst ("presence of nabothian cysts") and ovarian cyst ("cystic corpus luteum"). The patient was treated with surgery (essure removal via total hysterectomy, bilateral salpingectomy and vaginal route). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, uterine leiomyoma, pelvic floor dysfunction, cystocele, rectocele, endometrial hyperplasia, cervical cyst and ovarian cyst outcome was unknown and the pollakiuria and gastrointestinal disorder had resolved. The reporter provided no causality assessment for cervical cyst, endometrial hyperplasia and ovarian cyst with essure. The reporter considered cystocele, gastrointestinal disorder, medical device removal, pelvic floor dysfunction, pollakiuria, rectocele and uterine leiomyoma to be related to essure. The reporter commented: essure surgery removal was performed due to medical reason. During surgery removal was performed excision of right ovarian cyst. After 6 months essure removal physician report's good general condition, no further functional gastrointestinal or urinary complaints, soft depressible abdomen, orifices healed without dehiscence. Digital vaginal examination reveals central pelvis is clear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - in (B)(6) 2020: palpable suprapubic mass, pelvic floor disorder, voluminous myomatous uterus with mild adherence with an anterior myoma + stage ii cystocele and stage ii rectocele without hysteroptosis. Magnetic resonance imaging - in (B)(6) 2020: two subserous fibromas (8 cm and 3/4 cm). Pathology test - on (B)(6) 2020: hysterectomy plus bilateral salpingectomy plus right ovarian cystectomy 1 - hysterectomy + bilateral salpingectomy (fragmented) with polymyomatous uterus. 2 - right ovarian cystectomy of myomatous appearance. Gross examination :1 - hysterectomy + bilateral salpingectomy: uterus sent fragmented, difficult to orient, weighing 548 grams. The uterine body measures 8.5 cm high x 8.5 cm wide x 7 cm thick. The cervix sent in two fragments measures 5 cm high x 4 cm in diameter. The uterine body is rearranged by several myomas, the largest, intra-mural, 6.5 cm in diameter, whitish in appearance, fasciculated and without necrosis. Myomatous fragments are also sent separately. The two tubes are 9 and 12 cm long, with essure. 2 - right ovarian cystectomy: 4.5 x 3 x 2.5 cm resection associated with a second 4.5 x 1 x 0.7 cm fragment. When cut, fibromatous whitish appearance, without necrosis. Microscopic examination: 1 - hysterectomy + bilateral salpingectomy: the cervix has a substantially normal histological structure. We note the presence of nabothian cysts. No signs of virosis or dysplasia. The endometrium includes several foci of atypical hyperplasia, seen as glands bordered by an epithelium with rounded, clear nuclei, nucleolates and sometimes in mitosis. No detectable carcinomatous lesion. The different leiomyomas examined consist of intersecting bundles of spindle cells devoid of cytonuclear atypia and with a mitotic activity not exceeding 2 mitoses per 10 high-power fields. Both tubes are of normal histological structure. 2 - right ovarian cystectomy: the lesion examined corresponds to a fibroma, arranged in small bundles of ovoid or spindle-shaped cells devoid of atypia. There is 1 mitosis per 10 high-power fields. The adjacent ovarian parenchyma includes a cystic corpus luteum. No sign of malignancy. Conclusion 1 - hysterectomy + bilateral salpingectomy: leiomyomatous uterus (main intramural leiomyoma 6.5 cm in diameter). Presence of foci of atypical endometrial hyperplasia, without detectable carcinomatous lesion. No significant lesion on the cervix and tubes (presence of essure). 2 - right ovarian cystectomy: ovarian fibroma of non-suspicious nature.. Most recent follow-up information incorporated above includes: on 19-jan-2021: laboratory data (pathology test) was updated, new events added: the endometrium includes several foci of atypical hyperplasia, presence of nabothian cysts, cystic corpus luteum. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation (replacement on the left and augmentation on the right) in 2016, breast reconstruction in 2015, breast neoplasm female in 2013, radical mastectomy in 2013, radiotherapy in 2013, chemotherapy in 2013, gravida ii and parity 2 (vaginal deliveries). Previously administered products included for an unreported indication: tamoxifen hormone therapy in 2013. Concurrent conditions included ovarian cyst (excised during hysterosalpingectomy). On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("polymyomatous uterus / voluminous myomatous uterus with mild adherence with an anterior myoma") and experienced pollakiuria ("urinary functional signs (pollakiuria)"), pelvic floor dysfunction ("pelvic floor disorder"), cystocele ("stage ii cystocele"), rectocele ("stage ii rectocele without hysteroptosis"), gastrointestinal disorder ("gastrointestinal complaints"), endometrial hyperplasia ("the endometrium includes several foci of atypical hyperplasia"), cervical cyst ("presence of nabothian cysts") and ovarian cyst ("cystic corpus luteum"). The patient was treated with surgery (essure removal via total hysterectomy, bilateral salpingectomy and vaginal route). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, uterine leiomyoma, pelvic floor dysfunction, cystocele, rectocele, endometrial hyperplasia, cervical cyst and ovarian cyst outcome was unknown and the pollakiuria and gastrointestinal disorder had resolved. The reporter provided no causality assessment for cervical cyst, endometrial hyperplasia and ovarian cyst with essure. The reporter considered cystocele, gastrointestinal disorder, medical device removal, pelvic floor dysfunction, pollakiuria, rectocele and uterine leiomyoma to be related to essure. The reporter commented: essure surgery removal was performed due to medical reason. During surgery removal was performed excision of right ovarian cyst. After 6 months essure removal physician report's good general condition, no further functional gastrointestinal or urinary complaints, soft depressible abdomen, orifices healed without dehiscence. Digital vaginal examination reveals central pelvis is clear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - in (B)(6) 2020: palpable suprapubic mass, pelvic floor disorder, voluminous myomatous uterus with mild adherence with an anterior myoma + stage ii cystocele and stage ii rectocele without hysteroptosis. Magnetic resonance imaging - in (B)(6) 2020: two subserous fibromas (8 cm and 3/4 cm). Pathology test - on (B)(6) 2020: hysterectomy plus bilateral salpingectomy plus right ovarian cystectomy 1 - hysterectomy + bilateral salpingectomy (fragmented) with polymyomatous uterus. 2 - right ovarian cystectomy of myomatous appearance. Gross examination :1 - hysterectomy + bilateral salpingectomy: uterus sent fragmented, difficult to orient, weighing 548 grams. The uterine body measures 8.5 cm high x 8.5 cm wide x 7 cm thick. The cervix sent in two fragments measures 5 cm high x 4 cm in diameter. The uterine body is rearranged by several myomas, the largest, intra-mural, 6.5 cm in diameter, whitish in appearance, fasciculated and without necrosis. Myomatous fragments are also sent separately. The two tubes are 9 and 12 cm long, with essure. 2 - right ovarian cystectomy: 4.5 x 3 x 2.5 cm resection associated with a second 4.5 x 1 x 0.7 cm fragment. When cut, fibromatous whitish appearance, without necrosis. Microscopic examination: 1 - hysterectomy + bilateral salpingectomy: the cervix has a substantially normal histological structure. We note the presence of nabothian cysts. No signs of virosis or dysplasia. The endometrium includes several foci of atypical hyperplasia, seen as glands bordered by an epithelium with rounded, clear nuclei, nucleolates and sometimes in mitosis. No detectable carcinomatous lesion. The different leiomyomas examined consist of intersecting bundles of spindle cells devoid of cytonuclear atypia and with a mitotic activity not exceeding 2 mitoses per 10 high-power fields. Both tubes are of normal histological structure. 2 - right ovarian cystectomy: the lesion examined corresponds to a fibroma, arranged in small bundles of ovoid or spindle-shaped cells devoid of atypia. There is 1 mitosis per 10 high-power fields. The adjacent ovarian parenchyma includes a cystic corpus luteum. No sign of malignancy. Conclusion 1 - hysterectomy + bilateral salpingectomy: leiomyomatous uterus (main intramural leiomyoma 6.5 cm in diameter). Presence of foci of atypical endometrial hyperplasia, without detectable carcinomatous lesion. No significant lesion on the cervix and tubes (presence of essure). 2 - right ovarian cystectomy: ovarian fibroma of non-suspicious nature.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation (replacement on the left and augmentation on the right) in 2016, breast reconstruction in 2015, breast neoplasm in 2013, gynecomastia repair in 2013, radiotherapy in 2013, chemotherapy in 2013, gravida ii and parity 2 (vaginal deliveries). Previously administered products included for an unreported indication: tamoxifen hormone therapy in 2013. Concurrent conditions included ovarian cyst (excised during hysterosalpingectomy). On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("polymyomatous uterus / voluminous myomatous uterus with mild adherence with an anterior myoma") and experienced pollakiuria ("urinary functional signs (pollakiuria)"), pelvic floor dysfunction ("pelvic floor disorder"), cystocele ("stage ii cystocele"), rectocele ("stage ii rectocele without hysteroptosis") and gastrointestinal disorder ("gastrointestinal complaints"). The patient was treated with surgery (essure removal via total hysterectomy, bilateral salpingectomy and vaginal route). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, uterine leiomyoma, pelvic floor dysfunction, cystocele and rectocele outcome was unknown and the pollakiuria and gastrointestinal disorder had resolved. The reporter considered cystocele, gastrointestinal disorder, medical device removal, pelvic floor dysfunction, pollakiuria, rectocele and uterine leiomyoma to be related to essure. The reporter commented: essure surgery removal was performed due to medical reason. During surgery removal was performed excision of right ovarian cyst. After 6 months essure removal physician report's good general condition, no further functional gastrointestinal or urinary complaints, soft depressible abdomen, orifices healed without dehiscence. Digital vaginal examination reveals central pelvis is clear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - in (B)(6) 2020: palpable suprapubic mass, pelvic floor disorder, voluminous myomatous uterus with mild adherence with an anterior myoma + stage ii cystocele and stage ii rectocele without hysteroptosis. Magnetic resonance imaging - in (B)(6) 2020: two subserous fibromas (8 cm and 3/4 cm). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of medical device removal ('medical device removal') in a 48-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation (replacement on the left and augmentation on the right) in 2016, breast reconstruction in 2015, breast neoplasm female in 2013, radical mastectomy in 2013, radiotherapy in 2013, chemotherapy in 2013, gravida ii and parity 2 (vaginal deliveries). Previously administered products included for an unreported indication: tamoxifen hormone therapy in 2013. Concurrent conditions included ovarian cyst (excised during hysterosalpingectomy). On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient was found to have uterine leiomyoma ("polymyomatous uterus / voluminous myomatous uterus with mild adherence with an anterior myoma") and experienced pollakiuria ("urinary functional signs (pollakiuria)"), pelvic floor dysfunction ("pelvic floor disorder"), cystocele ("stage ii cystocele"), rectocele ("stage ii rectocele without hysteroptosis"), gastrointestinal disorder ("gastrointestinal complaints"), endometrial hyperplasia ("the endometrium includes several foci of atypical hyperplasia"), cervical cyst ("presence of nabothian cysts") and ovarian cyst ("cystic corpus luteum"). The patient was treated with surgery (essure removal via total hysterectomy, bilateral salpingectomy and vaginal route). Essure was removed on (B)(6) 2020. At the time of the report, the medical device removal, uterine leiomyoma, pelvic floor dysfunction, cystocele, rectocele, endometrial hyperplasia, cervical cyst and ovarian cyst outcome was unknown and the pollakiuria and gastrointestinal disorder had resolved. The reporter provided no causality assessment for cervical cyst, endometrial hyperplasia and ovarian cyst with essure. The reporter considered cystocele, gastrointestinal disorder, medical device removal, pelvic floor dysfunction, pollakiuria, rectocele and uterine leiomyoma to be related to essure. The reporter commented: essure surgery removal was performed due to medical reason. During surgery removal was performed excision of right ovarian cyst. After 6 months essure removal physician report's good general condition, no further functional gastrointestinal or urinary complaints, soft depressible abdomen, orifices healed without dehiscence. Digital vaginal examination reveals central pelvis is clear. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.3 kg/sqm. Gynaecological examination - in (B)(6) 2020: palpable suprapubic mass, pelvic floor disorder, voluminous myomatous uterus with mild adherence with an anterior myoma + stage ii cystocele and stage ii rectocele without hysteroptosis. Magnetic resonance imaging - in (B)(6) 2020: two subserous fibromas (8 cm and 3/4 cm). Pathology test - on (B)(6) 2020: hysterectomy plus bilateral salpingectomy plus right ovarian cystectomy 1 - hysterectomy + bilateral salpingectomy (fragmented) with polymyomatous uterus. 2 - right ovarian cystectomy of myomatous appearance. Gross examination :1 - hysterectomy + bilateral salpingectomy: uterus sent fragmented, difficult to orient, weighing 548 grams. The uterine body measures 8.5 cm high x 8.5 cm wide x 7 cm thick. The cervix sent in two fragments measures 5 cm high x 4 cm in diameter. The uterine body is rearranged by several myomas, the largest, intra-mural, 6.5 cm in diameter, whitish in appearance, fasciculated and without necrosis. Myomatous fragments are also sent separately. The two tubes are 9 and 12 cm long, with essure. 2 - right ovarian cystectomy: 4.5 x 3 x 2.5 cm resection associated with a second 4.5 x 1 x 0.7 cm fragment. When cut, fibromatous whitish appearance, without necrosis. Microscopic examination: 1 - hysterectomy + bilateral salpingectomy: the cervix has a substantially normal histological structure. We note the presence of nabothian cysts. No signs of virosis or dysplasia. The endometrium includes several foci of atypical hyperplasia, seen as glands bordered by an epithelium with rounded, clear nuclei, nucleolates and sometimes in mitosis. No detectable carcinomatous lesion. The different leiomyomas examined consist of intersecting bundles of spindle cells devoid of cytonuclear atypia and with a mitotic activity not exceeding 2 mitoses per 10 high-power fields. Both tubes are of normal histological structure. 2 - right ovarian cystectomy: the lesion examined corresponds to a fibroma, arranged in small bundles of ovoid or spindle-shaped cells devoid of atypia. There is 1 mitosis per 10 high-power fields. The adjacent ovarian parenchyma includes a cystic corpus luteum. No sign of malignancy. Conclusion 1 - hysterectomy + bilateral salpingectomy: leiomyomatous uterus (main intramural leiomyoma 6.5 cm in diameter). Presence of foci of atypical endometrial hyperplasia, without detectable carcinomatous lesion. No significant lesion on the cervix and tubes (presence of essure). 2 - right ovarian cystectomy: ovarian fibroma of non-suspicious nature. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.